Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction for initial MDR-00332648 - date corrected to 2/21/2023 from 2/19/2023. B5: describe event or problem - correction is required. B6: relevant tests/laboratory data - correction. D4: UDI - correction. G3: date received by manufacturer - correction for initial MDR-00332648 - date corrected to 2/21/2023 from 2/19/2023. G3: date received by manufacturer of follow up MDR-00355761 - additional information. G6: type of report - follow-up. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.